Event description:
On (B)(6) 2013 the reporter indicated that the pump stopped delivering boluses. There was no indication that the issue resulted in an adverse event. This report is made based on the allegation of the pump bolus issue.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 10/21/2013 with the following findings: the pump was unable to bolus during testing. The pump was opened to investigate the failure and found that the motor had dislodged from the mounts and pulled the motor flex pins out of the printed circuit board connectors.